Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.

Event description:
An attorney alleged the patient experienced a perforated bowel, which developed into abdominal sepsis, during the period the patient had a fecal management system in place. As a result, the patient has allegedly undergone "numerous" surgeries including a bowel resection and experienced extended hospitalizations. The patient reportedly has ongoing "permanent and severe medical conditions", including neurological deficits. No further information was provided.